Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of device history records identified no deviations or anomalies during manufacturing.   Primary operative notes state no intra- operative complications. Revision operative states that patient was revised due to periprosthetic fracture and femur fracture was reduced and revised using competitor products. It was reported that patient had a fall however the cause of fall is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00877503603 item name bioloxâ® delta, ceramicfemoral head, l, ã¸ 36/+3.5, taper12/14 lot # 3078249. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that the initial left total hip arthroplasty performed. Postoperatively, the patient sustained a fall resulting in a periprosthetic proximal femoral fracture. The patient underwent an uncomplicated revision of the head and stem one day post implantation. The initial shell and liner were retained. Attempts have been made and additional information on the reported event is unavailable at this time.